Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: data log review confirmed suction alarms occurring on the first day of the case. At this time, the placement signal decreased in magnitude, triggering the suction alarms. However, it resolves after about 46 minutes as a result of it being repositioned. There were no spikes in motor current observed. The cause of the pump suction was most likely improper positioning, as clinical reported that the pump was improperly positioned at the time of suction, which was confirmed by the drop in placement signal seen in the data logs which resolved for the remainder of the case. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient had quadruple coronary artery bypass graft and after this procedure an impella 5.5 was placed. On day two of impella 5.5 support, the impella had suction alarms. An echocardiogram was performed and inlet was noted to be pointed toward the septum. The medical doctor came in and repositioned the impella 5.5 and suction alarms were resolved. On day five of impella 5.5 support, the patient had runs of ventricular tachycardia that would break themselves with no intervention. One unit of blood was administered. It was further reported that the patient improved hemodynamically heart wise and impella 5.5 was removed as planned. The patient survived.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.